Event description:
(B)(6. It was reported that restenosis occurred. On (B)(6) 2024, the subject presented with angina. A 3.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal right coronary artery (rca) and a 2.25 mm x 12 mm synergy des was implanted in the distal rca. On (B)(6) 2024, the subject presented to the emergency department with chest pain, back pain and nausea. On the same day, the subject was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. Based on the symptoms and diagnostic findings the subject was diagnosed with non-st elevated myocardial infarction (mi). The location of myocardial infarction was inferior, and mi was classified as non-q-wave mi. The subject was recommended for revascularization. On (B)(6) 2024, the 60% in stent restenosis (isr) from the proximal rca to mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. On the same day, the 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. In addition, the 90% isr at the distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. The subject was discharged with dapt.

Event description:
Agent ide. It was reported that restenosis occurred. On (B)(6) 2024 the subject presented with angina. A 3.50 mm x 20 mm synergy drug eluting stent (des) was implanted in the proximal right coronary artery (rca) and a 2.25 mm x 12 mm synergy des was implanted in the distal rca. On (B)(6) 2024 the subject presented to the emergency department with chest pain, back pain and nausea. On the same day, the subject was hospitalized for further evaluation and treatment. At the time of event the subject was on aspirin and clopidogrel, which were continued. Based on the symptoms and diagnostic findings the subject was diagnosed with non-st elevated myocardial infarction (mi). The location of myocardial infarction was inferior, and mi was classified as non-q-wave mi. The subject was recommended for revascularization. On (B)(6) 2024 the 60% in stent restenosis (isr) from the proximal rca to mid rca was treated with a 3.00 mm x 20 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. On the same day, the 75% isr at the mid rca was treated with a 3.00 mm x 15 mm emerge monorail balloon and a 3.50 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. In addition, the 90% isr at the distal rca was treated with 2.50 mm x 15 mm and 3.00 mm x 15 mm emerge monorail balloons and a 3.00 mm x 12 mm agent dcb balloon. Post revascularization, the residual stenosis was 30% and timi flow was 3. The subject was discharged with dapt. It was further reported that on (B)(6) 2024, an aneurysm was noted.